Event description:
Customer reported an unexpected negative reaction on the pool_cell assay on the galileo. The unit was used on a crossmatch with a patient sample and tested positive.

Manufacturer narrative:
The instrument images appeared to be normal. Rois did not appear to be misaligned.capture-r ready-screen (pooled cells), lot n122, expired before the complaint was received. Customer sent sample for investigation testing. Testing was performed with the sample using retention capture-r ready-screen (pooled), lot n128. Sample exhibited strong positive reactivity (score of 10 on a scale of 0 to 10). The sample was also tested using retention capture-r ready-screen (4), lot k164. Sample exhibited strong positive reactivity (score of 10 on a scale of 0 to 10) with cell ii (r2r2) and was nonreactive with all other cells.